Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula. The download data shows that the device generated an 0x1c alarm at 80 hours, indicating the pump had reached the pump expiration time during the run. An audible beep was not heard during the investigation due to the kill switch being engaged. The download data did not reveal any abnormalities that would indicate the device struggled to deliver insulin during the run. No damages or defects were found that would contribute to no audible warning from an audio. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 459 mg/dl while wearing the pod longer than 48 hours on the pod site (abdomen).